Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Manufacturer narrative:
Additional information. The complaint is to be closed out as there is no information about a potential date for surgery. Based on the received information and test data, it can be assumed that the reported symptoms are due to a partial migration of the active electrode out of the cochlea. The implant registration card states a full insertion of the electrode was achieved at the time of implantation. No date for revision surgery has been scheduled yet. The complaint will be reopened upon the receipt of relevant additional information.

Event description:
The patient does not have access to sound on electrode channels 3, 8, and 9, where parasthesia is observed, and on electrode channel 10, 11 and 12. Diagnostic imaging suggests the basal electrodes are extra-cochlear.

Event description:
It was reported that the pt had a decrease in performance with the device when in situ measurements showed 6 electrode channels with status hi. The pt does not have access to sound on channels 3,8 and 9, where paraesthesia is observed, and 10,11 and 12. Diagnostic imaging suggests the basal electrodes are extra-cochlear. Fitting parameters will be modified. If after these changes no improvements in performance can be obtained. Re-implantation will be considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.